Manufacturer narrative:
Intuitive has not received the suction irrigator instrument to perform failure analysis at the time of this report.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the suction irrigator instrument would not pass through the trocar, requiring the trocar to be removed with the instrument still attached. There was no fragment that fell into the patient. The customer reported the procedure was converted to open for an unspecified reason; it remains unclear if the reported event contributed to the decision to convert. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.